Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00103 to provide the sample evaluation results as well as patient information. Results: is based on evaluation of user facility information and the actual device; is based on the unused unopened samples and the retention samples evaluated. Conclusions: is based on evaluation of user facility information and the actual device; is based on the unused unopened samples and the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. Six unused unopened samples were also returned to the manufacturing facility for evaluation. Visual inspection of the unused returned samples confirmed there were no defects. Leakage testing conducted revealed no leakage. An evaluation of the retention samples from the reported part/lot# combination and the surrounding lots manufactured were conducted. There were no visual anomalies noted during visual evaluation. In addition, functional testing confirmed all samples met manufacturing specifications. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The unused unopened returned samples and retention samples were found to be normal product. Based on the investigation the cause of the reported event could not be determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00103 to provide the sample evaluation results as well as patient information.

Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath leaks when a catheter is inside the sheath ; blood loss was less than 250ml; the procedure was completed successfully; and the patient was reported as doing fine.